Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form per FDA request. Post market vigilance (pmv) led an evaluation of one endo clip iii 5mm clip applier with hemostay clip m/l. The event report alleges the product was used in a surgical procedure. The clip counter was no longer active and there were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged in the end of firing safety interlock. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had an issue with loading and firing of the clips. A new product was used in order to complete the case. There was no patient injury.